Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adapter / connector defective / damaged patient for zygomatic fracture disease, on (B)(6) 2024 at 9:00 p.m., the use of closed IV indwelling needle products for intravenous therapy purposes, the product appeared to be heparin cap has a crack problem, the patient did not appear to be injured, for the replacement of the treatment of the situation.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#4016583): 1)the products of this batch were assembled at intima ii auto line 2 in jan 2024, and packaged at r240 package line in jan 2024. Work order quantity was (B)(4) pcs; 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the cannula batch used in this batch of products is 3360113, review the incoming inspection results, no abnormalities. 2. No defective samples and photos have been received. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no abnormalities are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.